Event description:
It was reported that the device could not be interrogated. The magnet rate was 90.3 ppm. An ECG showed 74 ppm av pacing with an intermittent tracked pv event. The device was at eri on july 27, 2006, and three months longevity remained. The patient was from out of state and no device history was available. The device was subsequently replaced.